Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the gluc3 (glucose hk) assay on a cobas 8000 c 502 module. The sample initially resulted in a gluc3 value of 27 mg/dl. The sample was repeated, resulting in a gluc3 value of 131 mg/dl. The initial questionable result was not reported outside of the laboratory. The gluc3 reagent lot and expiration date were requested but not provided.

Manufacturer narrative:
The last calibration performed on (B)(6) 2022 was acceptable with no alarms. Quality control results were within the specified range. Upon review of the alarm trace, "abnormal aspiration" and "procell/cleancell" short alarms were observed. The field service engineer checked the analyzer and found that the sample probe needed to be cleaned. He cleaned the sample probe and verified the system. The investigation determined the service actions performed resolved the issue.